Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 9/24/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A secondary issue was noted during the test strip laboratory testing. The returned test strip vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2014. The patient claimed that the subject meter read inaccurately high when compared to two other meters. The results for the subject meter and the first other meter were ¿147 and 96 mg/dl¿ respectively, taken less than 30 minutes apart, and the results for the subject meter and the second other meter were ¿147 and 76 mg/dl¿ respectively, taken less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient claimed to have developed the symptoms of ¿hypoglycemic¿ and ¿jittery¿ on (B)(6) 2014 at 10:00 am and he self-treated with additional food/drink immediately after these symptoms developed. During troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-though test, the subject meter was set to the correct unit of measure setting and that the patient had obtained samples from an approved sample site using the correct testing technique. The test strip vial was not cracked/broken and the test strips were not expired of stored incorrectly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿jittery¿ after the product issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2 - (B)(6)6 2014 device evaluation: the lay user/patient's test strips have been returned on 10/23/2014 and further evaluated by lifescan product analysis on 12/12/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition a secondary issue was noted, the beak of the vial was broken. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.